Event description:
It was reported that during a follow-up, the lead exhibited high impedance and high thresholds. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.